Manufacturer narrative:
Follow-up information received on 10-aug-2015 it was reported that toradol, carbicaine and xanax were used as analgesia. She had a history of 2 c-sections. The perforation did not occur during sounding, cervical dilation or hysteroscopy prior to insertion. It was unknown whether perforation occurred with coil after deployment. MRI (magnetic resonance imaging) of hip was performed in (B)(6) 2014 (results not reported). Essure was removed on patient's request. Pathology results revealed that left tube was with essure but no other (right) coil was found. Post-operative abdominal x-ray was done and no essure was found (second device was never found). It was reported that right hip pain and pelvic pain were not resolved after surgery. According to the physician, bleeding was caused by essure. Device probably passed vaginally prior to hysterectomy but after hsg, when it was seen. The outcome of the patient was good. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced bleeding (genital bleeding) after essure (fallopian tube occlusion insert) insertion. Later, at 3-month confirmatory test (hysterosalpingogram) essure was seen outside of the tube; this was regarded as an essure perforation by the reporter. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Fallopian tube perforation with essure may occur, most often during insertion. Also, after essure placement abnormal genital bleeding and menses pattern changes may occur. In this particular case, although the exact mechanism of the events is unknown a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since patient was submitted to a hysterectomy. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Event description:
This is a spontaneous case report received from a medical doctor in united states on (B)(6) 2015 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014 with lot number b71767 for contraception. It was reported that patient had bleeding and hip pain after insertion. Hsg (hysterosalpingogram) was done at 3 months; left tube was occluded and right tube had spillage and essure was seen outside of the tube (reported as essure perforation). On (B)(6) 2014, hysterectomy was performed, the specimen had essure in left tube, but not in right side. On an unspecified date, an upright x-ray was done and could not see essure anywhere in the body. Patient was not hospitalized. Ptc investigation result received on (B)(4) 2015. (B)(4). Batch number b71767 (production date 13-sep-2013; expiration date 30-sep-2016). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known possible undesirable events and not indicative of a quality deficit per se. 4 further ae case reports have been received to date in relation to the reported batch, none of the cases refer also to a similar adverse types of events. No batch signal could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation at this point in time. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced bleeding (genital bleeding) after essure (fallopian tube occlusion insert) insertion. Later, at 3-month confirmatory test (hysterosalpingogram) essure was seen outside of the tube; this was regarded as an essure perforation by the reporter. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Fallopian tube perforation with essure may occur, most often during insertion. Also, after essure placement abnormal genital bleeding and menses pattern changes may occur. In this particular case, although the exact mechanism of the events is unknown a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since patient was submitted to a hysterectomy. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. Follow-up information is being sought.

Manufacturer narrative:
Follow up information received on 04-may-2015 from physician (essure perforation questionnaire): patient's demographic information was provided. Patient's medical historical included gravida 2 and para 2. Previous gynecological intervention was denied. Pregnancy was denied. Depoprovera injection applied as back up contraception on (B)(6) 2014. Essure was easily inserted without cervical dilation, sounding or general anesthesia. Patient was not at post-partum state at insertion time. Visualization of the tubal ostium was easy. There was no fluid loss more than 1500 cc and procedure did not take more than 20 minutes. It was stated that no organ or intra-abdominal structure was perforated. Hysterectomy (davinci assisted laparoscopic hysterectomy) was reported and essure was removed. Adenomyosis was noted in the pathology results. Patient recovered from the essure removal procedure, and patient's other symptoms resolved after surgery (good outcome). It was unknown to the reporter whether the condition was caused by essure devices, or whether essure devices contributed to the issue. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who experienced bleeding (genital bleeding) after essure (fallopian tube occlusion insert) insertion. Later, at 3-month confirmatory test (hysterosalpingogram) essure was seen outside of the tube; this was regarded as an essure perforation by the reporter. The reported events were considered serious due to medical importance and are listed according to essure's reference safety information. Fallopian tube perforation with essure may occur, most often during insertion. Also, after essure placement abnormal genital bleeding and menses pattern changes may occur. In this particular case, although the exact mechanism of the events is unknown a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since patient was submitted to a hysterectomy. Additionally non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.